Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating and the battery was not holding charge. Additionally, it was reported that the pump history did not reflect accurate data despite being in use. Customer's blood glucose level was 411 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.